Event description:
In 2008, the patient reported that he received an e6 (mechanical) error on his infusion device and for "quite a while" the piston rod has made abnormal noises during retraction. He stated that he has noticed condensation in the cartridge compartment of the infusion device. He stated that he has inserted the insulin cartridge into the device without first attaching the infusion tubing or adapter. The patient was not able to clear the e6 error, and he removed the insulin cartridge and used a pen to push the plunger of the cartridge to give himself a bolus. He stated that he intended to bolus a "few" units of insulin but believes he received 50-60 units of fast acting insulin. He immediately went to the hospital and began drinking orange juice. He was treated at the hospital with a glucose IV. His most recent blood glucose reading was 96 mgd/l. The patient was advised to switch to his backup infusion device. Product was replace and requested to be returned for evaluation.